Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, new born patient had burn while using positioned caudal plate in gluteal region, and led to extended hospitalization.